Event description:
A nursing assistant was pushing a wheelchair with a resident sitting in it with a wheelchair safety belt buckled. The belt was clean and dry. The resident leaned forward and the belt part suddenly slipped out of the buckle. The buckle part remained latched. The resident fell forward, hitting her forehead on the floor. The incident resulted in two lacerations requiring physician treatment including sutures. The belt was removed from the chair. No defects can be seen on the buckle or belt. Belt slips (at some angles) through the buckle grip area.device not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.